Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing both high and low blood glucose (bg) events, with a lowest blood glucose (bg) of 30 mg/dl and a highest of 400 mg/dl. The fluctuations occurred after a supply change in which the cartridge was not locked into the chamber; the user later pushed it back in without performing a rewind. The user paused insulin delivery during repeated lows, which were treated with glucose tablets, and later resumed ilet dosing. Blood glucose (bg) was corrected through pausing insulin, glucose tablets, and ilet dosing. The user's reported symptoms during the event included shakiness, weakness, and vision changes during the low, and nausea during the high. At the end of the call, blood glucose (bg) was 150 mg/dl. No outside assistance or medical intervention was required or reported at the time of call.